Event description:
The customer reported that the ortho provue analyzer resulted a group o, rh-positive samples as group a positive. With a 1+ reactivity in the anti-a-microtube of the gel card. Visual inspection of the gel cards appeared negative. No erroneous results were reported. False positive test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer arrived at the site and reviewed the provue log files including the tiff images for the gel cards in question. The fe indicated that the gel cards in question. The fe indicated that the gel card were level and the reactions looked clearly negative. However, images appeared slightly dark. The camera was adjusted and a new reference image was created to return the instrument to expected operation. This customer has not logged any complaint against this analyzer since this incident. Incident is isolated. (B) (4).